Event description:
It was reported that the patient heard a tone from their device and presented to the hospital. A device check revealed the device had reverted to the power on reset (por). Device intervention was taken, and it remains in use. The patient was admitted to the hospital as a precaution due to slight indications of heart failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).